Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use.  The available black box data showed evidence of multiple unexplained pump reboot events. The battery cap was not returned with the pump. A test battery cap was used and able to sufficiently secure to the pump and maintain an electrical connection for testing. The test battery cap was unable to fully tighten to the pump. During investigation, the battery compartment was found to be cracked from the thread area to the case seal. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The original complaint of an intermittent power issue was noted in the pump history but unable to be duplicated during investigation. Unrelated to the original complaint, the pump was powered on and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.